Manufacturer narrative:
Concomitant medical products: veno-venous hemodiafiltration); extrarenal purification circuit (B)(4).

Event description:
It was reported the catheter was inserted on (B)(6) 2022, and on (B)(6) 2022 an air leak was observed in the dialysis circuit, coming from the arterial line of the cvc. The line was clamped and disconnected immediately. The circuit and catheter were changed and the same incident occurred again. A CT scan was performed, but there was no consequence for the patient. It was reported the prismaflex dialysis machine was investigated by the biomedical department and they concluded it did not malfunction. The extrarenal purification circuit was also subject of an incident report.

Event description:
It was reported the catheter was inserted on (B)(6) 2022, and on (B)(6) 2022 an air leak was observed in the dialysis circuit, coming from the arterial line of the cvc. The line was clamped and disconnected immediately. The circuit and catheter were changed and the same incident occurred again. A CT scan was performed, but there was no consequence for the patient. It was reported the prismaflex dialysis machine was investigated by the biomedical department and they concluded it did not malfunction. The extrarenal purification circuit was also subject of an incident report.

Manufacturer narrative:
Continuation of d11: veno-venous hemodiafiltration); extrarenal purification circuit (B)(4). The customer provided one image for analysis. The image shows the reported catheter while inserted into the patient. The customer returned one 3-l cvc for analysis. Signs of use were observed on the catheter body and in the extension lines. Visual analysis of the catheter and extension lines revealed no obvious defects or anomalies. The catheter total length measured 269mm which is within the specifications of 257-277mm per the catheter product drawing. The outer diameter of the proximal lumen measured 4.077mm which is within the specification of 4.04-4.14mm per the proximal extension line extrusion product drawing. The inner diameter of the proximal lumen measured 2.921mm, which is within the specification of 2.9-3.0mm per the proximal extension line extrusion product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution to establish patency and prime lumen(s)." All extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension lines. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak could not be confirmed by complaint investigation of the returned sample. The returned catheter showed no visual defects or anomalies, and no leaks were observed during functional testing performed according to bs en iso 10555-1 annex c. The catheter passed all relevant dimensional inspection. Based on the customer report and the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.